Manufacturer narrative:
H6: product analysis: it appears that the cement made it to the bottom of the screw and is proud of the bone screw's minor diameter. The cement has backed up the i.d. Of the bone screw and leak out in the area around the head and the inserter. This failure does not appear to the result of a manufacturing or design issue. It appears that the screw was overfilled either by volume or the consistency of the cement did not allow the cement to flow properly. It is noted that in the returned state the cement was fully hardened. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Procode: pml: bone cement, posterior screw augmentation. Concomitant medical products: the following instruments were used as screw assembly when the event occurred: product ID: 6550202, lot #: kh19j544, qty: 01. Product ID: 6550041, lot #: unknown, qty: 01, UDI: (B)(4). Product ID: 6550102, lot #: wi623449, qty: 01. Product ID: 6550017, lot #: unknown, qty.: 02, 510(k): k170679, UDI: (B)(4). Product ID: 6550016, lot #: unknown, qty: 01, PMA/510(k): k170679, UDI: (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative disc disease; and underwent anterior lumbar interbody fusion at l4-s1 with percutaneous fenestrated screw posteriorly. Intra-op, the left l5 screw assembly did not let cement be injected through the screw and allowed cement to escape around the cement delivery system guide, fenestrated tip, tulip, and extender tabs. The patient had to be under anesthesia for a longer time as a result of this event.

Manufacturer narrative:
Additional information: a4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.